Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. Additional information was received that this patient presented to the emergency department due to a syncopal event. Upon review, high out of range pacing impedance measurements were observed on the right ventricular (rv) lead. The physician opted to implant a new device on the right side of the chest. This pacemaker and lead were left implanted but abandoned. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. Additional information was received that this patient presented to the emergency department due to a syncopal event. Upon review, high out of range pacing impedance measurements were observed on the right ventricular (rv) lead. The physician opted to implant a new device on the right side of the chest. This pacemaker and lead were left implanted but abandoned. Further information was received that this device was explanted. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. Additional information was received that this patient presented to the emergency department due to a syncopal event. Upon review, high out of range pacing impedance measurements were observed on the right ventricular (rv) lead. The physician opted to implant a new device on the right side of the chest. This pacemaker and lead were left implanted but abandoned. Further information was received that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. Additional information was received that this patient presented to the emergency department due to a syncopal event. Upon review, high out of range pacing impedance measurements were observed on the right ventricular (rv) lead. The physician opted to implant a new device on the right side of the chest. This pacemaker and lead were left implanted but abandoned. No additional adverse patient effects were reported.